Event description:
The customer contacted physio-control to report that their device is not powering on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not powering on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.